Event description:
The account reported they cannot plug the communication cable into the junction box. The bed is located in the labor and delivery hall of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found bent pins on the junction box which he believes was caused by the account forgetting to unplug the communication cable before moving the bed. The tech replaced the junction box power control assembly to resolve the issue. Based on this info, no further action is required.